Event description:
Boston scientific was notified of an event that occurred during treatment of a small acom aneursym, about 4-mm with a small neck of about 2-mm. Two coils were put in place without any problem. The third, a gdc 10-ultrasoft stretch resistant coil synerg detection circuit, catalog #343206, detached within normal time and no problem was encountered when the pusher wire was retreived. The pusher wire was not saved. The next coil was a gdc 10-ultrasoft resistant coil synerg detection circuity, catalog #343202, and was a little difficult to push inside the aneurysm, no friction inside the excelsior sl-10 microcatheter. The physician decided to retrieve slowly the excelsior sl-10 microcatheter to avoid friction and place the gdc 10-ultrasoft stretch resistant coil synerg detection circuit, catalog #343202, but both coils were coming back, stuck in the tip of the microcatheter. The physician felt that the proximal tail of the previously detached gdc 10-ultrasoft stretch resistant coil synerg detection circuit, catalog #343206 under this report, might have been still inside the tip of the microcatheter. At some point, the gdc 10-ultrasoft stretch resistant coil synerg detection circuit, catalog #343206, migrated to the right anterior cerebral artery (a2) and occluded the artery. The physician retrieved the excelsior sl-10 microcatheter with gdc 10-ultrasoft synerg detection circuit, catalog #343202, and had to finish the procedure with an excelsior 1018 microcatheter and was able to place 2 more coils with no problem. Retrieval of the coil, which migrated to the right anterior cerberal artery, was not attempted.